Event description:
It was reported that when patient presented in clinic for a follow up visit in clinic, lead fracture issue and lead dislodgment issue was observed on the lv lead. During the lead revision procedure lead damage was observed on the lv lead as well. Lead was explanted and a new lead was implanted. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.